Event description:
There was posterior capsule tear during the insertion of a plate silicone lens model aa4204vf. An anterior vitrectomy was performed and a three piece lens was used to complete the surgery. Additional info has been requested from the facility but none has been forthcoming. If more info becomes available, a supplemental report will be filed.